Event description:
It was reported that during a laparoscopic colectomy procedure, the surgeon was using the trocar as the working port, the trocar has an unpredictable air leak (when empty or with instrument). Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device was not returned the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
This patient, with multiple co-morbidities, underwent a mitral valve replacement (medtronic), aortic valve replacement (medtronic), and a tricuspid valve repair (edwards, MDR ref. 2015691-2010-14037), during which time and a swan-ganz pacing catheter was inserted. Per the patient's medical records (i.e. Discharge summary) "he was noted to have misfiring of the pacemaker via the swan-ganz catheter where it appeared to have an __________ and he went into ventricular tachycardia, which he initially had a pulse. Pacing pads were applied and he quickly declined to pulseless vt for which he received lidocaine, CPR and was then defibrillated with 200 joules and returned to his junctional rhythm in the 50s. He was again av paced with 100% capture. A lidocaine drip was initiated. For the remainder of the day he had no further ventricular arrhythmia and continued to wean slowly from his inotropic and vasopressor support." Two days later, it became necessary for the patient to receive a permanent pacemaker as the patient was asystolic under the pacing swan-ganz catheter. Five days after admission, the family wished to withdraw all treatment on this very ill patient. The patient later expired.